Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered due to elevated sensing integrity counts (sic) and non-sustained ventricular tachycardia episodes. High impedances on both the rv and superior vena cava (svc) coil were noted. A lead fracture was confirmed. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.